Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoir¿s snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Also performed a visual inspection and found some a few pieces of jelly-like on the stopper-plunger. See attached file for more details. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got insulin flow blocked alarms. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.